Manufacturer narrative:
The insulin pump was received with a21 error alarm after battery change due to broken solder joint of c12 on ib. The device had memory lost due to a21 anomaly. The device had scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump gave an alarm and that each time she changed the battery, she had to reprogram all of the settings. The blood glucose reading was 225 mg/dl. She stated that the insulin pump had not been stored for an extended period of time. Nothing further was reported.